Event description:
It was reported that the patient experienced high blood glucose due to bleeding and pain at infusion set insertion site and which was addressed by insulin pump on (B)(6) 2026.

Manufacturer narrative:
MDR initial 5 of 8. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.